Event description:
It was reproted that the spike of a clearlink system continu-flo solution set broke off into a non-baxter closed system drug transfer device (cstd). This was identified before infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106 costa rica baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was made to b3: event date: april 20, 2023 (previously submitted as ni on the initial) (additional information which was omitted on the follow up). Correction was made to g3: aware date: april 20, 2023 (previously submitted as april 24, 2023 on the initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which observed the spike of the drip chamber was cracked. The reported condition was verified. The cause of the condition could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.